Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using the 3100a ventilator on a patient, the mean airway pressure (map) would not hold. The mean airway pressure continued to drift. The patient was immediately switched to another ventilator. The customer confirmed that there was no patient harm associated with the reported event.